Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, several pre-use check (puc) tests failed, including the internal leakage test, pressure transducer test, and safety valve test. To address the issue, the expiratory pressure transducer printed circuit board (pcb) and the inspiratory pipe were replaced. After replacing these parts, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed puc tests. The expiratory pressure transducer pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pressure transducer pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed both the internal leakage test and the pressure transducer test during puc. During ventilation, the device started to alarm for a high respiratory rate, low expiratory minute volume, and low positive-end-expiratory-pressure (peep). The zero pressure voltage measured on the pressure transducer pcb, which revealed a significant offset drift. When measuring the wheatstone bridge for the pressure sensor on the pcb, an imbalance was noticed. Additionally, a microscopic investigation was performed, but no dirt, debris, or particles were found inside the pressure sensor's cavity that could have impacted the pressure measurement performance. Our conclusion is that the device failed to meet its specifications during the reported event. Further investigation revealed that the reported issue was due to a defective pressure sensor on the replaced expiratory pressure transducer pcb. Since the inspiratory pipe was not returned for further investigation, no claims can be made regarding whether the inspiratory pipe also contributed to the reported event.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).